Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 530am. The customer care advocate (cca) was advised the patient manages his diabetes with insulin. It is not known what action the patient took at the time of the alleged issue. About 6 hours after the alleged issue begun, the patient claimed he was having "high blood sugar." The patient administered an increased dose of humalog insulin (11 units). At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries have recently been replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.